Event description:
A health care professional reported with a description, lens was automatically pushed out. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.2., b.5 and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, the company viscoelastic was placed normally and then the lens pusher was pressed, which did not stop at the desired depth. The device pushed the lens onto the table. It pushed out on its own and the lens was changed to complete the procedure on the same day. The patient was not in contact with the lens.